Event description:
It was reported that non-sustained rv oversensing episodes due to crosstalk were observed. Programming changes were made. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.